Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a hernia repair surgery on 8/20/2014 and mesh was implanted. It was reported that the patient experienced pain, hernia and adhesion. No additional information was provided.